Event description:
It was reported that the patient experienced difficulty with the pump of the inflatable penile prosthesis (ipp) remaining flat and the device not functioning properly. Upon explant of the ipp, air was identified in the pump and there was minimal fluid present in the reservoir leading the physician to believe there was a suspected leak in the device. A new ipp was implanted, and no patient complications were reported.

Manufacturer narrative:
Correction to d4 model number, lot number, catalog number, expiration dat, and unique identifier. Update to d10 concomitant therapy. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced difficulty with the pump of the inflatable penile prosthesis (ipp) remaining flat and the device not functioning properly. Upon explant of the ipp, air was identified in the pump and there was minimal fluid present in the reservoir leading the physician to believe there was a suspected leak in the device. A new ipp was implanted, and no patient complications were reported.